Event description:
It was reported that patient underwent a bkp (th11) for compression fracture on an unknown date in 2024. In the surgery, the mixer got stuck when mixing the cement and could not mix. Another cement was opened and used. The surgery was completed successfully within thirty minutes surgical delay. Patient was stable. This report is for a vertecem v+ cement kit.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: product code: 07.702.016s. Lot: 3m53650. Release to warehouse date: 01 december 2023. Expiration date: 01 december 2026. Supplier: (B)(4). Manufacturing site: werk selzach logistik. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.